Event description:
Device issue: none. Adverse event: acute thrombosis. Onset of adverse event: during the procedure. It was reported that this was an emergent case to treat an acute myocardial infarction (ami) pt. The target lesion was a mildly calcified lesion in the 2nd diagonal artery, without tortuosity, and with 90% stenosis. The lesion was pre-dilated with a non-abbott 1.25 balloon. After implanting the 2.5 x 15 xience v stent, the cine image that confirmed thrombosis in the proximal of the stent. A non-abbott aspiration device was used to remove the thrombosis and the procedure was completed. Postoperative ivus confirmed timi 3 flow. The physician did not believe that there was a relationship between the stent and the thrombosis; rather it was related to the pt anatomy or operation context. There was no pt sequela. No add'l info was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Thrombosis is a know adverse event as listed in the xience v instructions for use (IFU. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the procedure was to treat an acute myocardial infarction (ami) pt, it should be noted that xience v IFU stated that: the xience v stent is contraindicated for patients who had recent acute myocardial infarction (ami). In this case, it cannot be determined whether the IFU deviation contributed to the reported pt effects.